Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) setscrew was unable to be reinserted after the lead was repositioned. The ICD was not used and another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.